Manufacturer narrative:
Sysmex corporation (B)(4) (s-corp) initiated a field corrective action (fca) after a similar event occurred in 2016. This was done as a countermeasure to prevent potential electrical damage due to fluid leakage. The fca includes rearrangement of wiring cords and placement of waterproof sheets over valve assemblies. Sysmex (B)(4) (sch) performed the fca at this facility. After investigation by s-corp, it was confirmed that the cleaning of salt crystals procedure within the fca was not performed correctly. The salt crystals created a salt bridge that allowed electricity to flow in an alternate path causing nearby resin parts to ignite. Investigation has revealed that the translation of fca for fses in (B)(4) was incomplete, in that it did not include instructions for removal of salt crystals if present during the correction process. The fca has been corrected, and re-distributed to all fses in (B)(4). Additionally, a verification process has been instituted at s-corp, to ensure translations are accurate and reflect the manufacturer's instructions.

Event description:
A user in (B)(6) reported a burning odor and flames coming from inside the analyzer. The user unplugged the power cable and used a fire extinguisher. A field service engineer (fse) arrived on-site and discovered leakage from valve assembly 22. Initial assessment indicates that the fire occurred on valve assembly 19, which is below valve assembly 22. Diaphragms, wiring cords, and protective plastic sheets were damaged.